Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2022 and the mesh was used. It was reported that when the surgeon placed the mesh, one side of the mesh kept on slacking. It was reported that fat came through every time he pulled it up. It was also reported that he has used the mesh 1000 times and is very familiar with the technique of placing the mesh. It was reported that this one did not feel right from the go. The one side was slacking/floppy and when he removed it, it looked like there was a tear in the mesh. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the surgical procedure? Was the device removed within the same procedure? Were there any adverse patient consequences? Device return status? (I.e. Return date, tracking information, etc.).

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/24/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  b5, d9, h3, h6 additional b5 narrative: it was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2022 and the mesh was used. It was reported that when the surgeon placed the mesh, one side of the mesh kept on slacking. It was reported that fat came through every time he pulled it up. It was also reported that he has used the mesh 1000 times and is very familiar with the technique of placing the mesh. It was reported that this one did not feel right from the go. The one side was slacking/floppy and when he removed it, it looked like there was a tear in the mesh. There were no adverse patient consequences reported. Additional information was requested. Additional information was requested and the following was obtained: . What is the name of the surgical procedure? - umbilical hernia repair. 2. Was the device removed within the same procedure? Please check previous comment - mesh was inserted, but according to the surgeon the following happened when he placed the mesh - the one side of the mesh kept on slacking - fat came through every time he pulled it up - he has used our mesh a 1000 times and is very familiar with the technique of placing the mesh. He said this one did not feel right from the word go. The one side was slacking/ floppy and when he removed it, it looked like there was a tear in the mesh. The mesh was inserted and removed due to defect in the same procedure. 3. Were there any adverse patient consequences? - none mentioned 4. Device return status? (I.e. Return date, tracking information, etc.) - product returned h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil and one used mesh of the product were returned for analysis. The degradation process had begun on the top assembly and mesh bottom; also, the fractured ring was noted. Body fluids and partially detached straps could also be observed on the sample. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.